Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user required assistance with rxverify. The customer reported that the user was trying to request two medications, and the requests had remained in a pending state with pharmacy. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication prescription verification request was needed to be approved. A technical support specialist informed that the medication prescription verification request had been approved by the pharmacy and provided customer with instructions on how to issue the item. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.